Manufacturer narrative:
The customers reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8100 error code 210.6021. Account name: (B)(6). Account #: (B)(6). Asset name: 8100 pump module v9.33.0. Asset location: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports error code 210.6021 on their 8100 (sn:(B)(4)). Failure device type: failure problem type: failure mode: case resolution: informed customer this is due to the keypad. Provided part number for door\keypad. Ended call.(B)(4).